Event description:
Mentor saline implant ruptured. Age of implant is 14 yrs. Was showing indications of becoming less pliable over the past few yrs. Right implant failed, left is showing similar behavior. Ruptured implant is hardening, -I-. Needs to be removed.